Manufacturer narrative:
(B)(4). No belt clip received with the insulin pump. The insulin pump was received with a missing reservoir retainer. Analysis was unable to perform the displacement test due to the missing retainer. The insulin pump was received with scratched casing, minor scratches on the lcd window, scratches on the display window cover, a pillowing keypad overlay, a cracked select button keypad overlay, a damaged keypad overlay texture, and a slightly peeling off end cap address label.

Event description:
Customer's father reported cosmetic damage to their insulin pump. Blood glucose level at the time of call was unknown. Customer indicated damage to the reservoir compartment. The device will be replaced and returned for analysis.